Manufacturer narrative:
The device was not returned to ascent healthcare solutions. Photographs of the device were provided to ascent. Another device of the same type was evaluated by a third party laboratory. Based on the investigation, the most likely cause was misuse of the device. The ascent healthcare solutions' IFU for ep catheters states, "do not exert excessive pressure during placement of catheter if unk resistance is encountered." The device history record for the returned device indicates that the device passed all applicable inspections and tests prior to release.

Event description:
While using the lasso catheter, the catheter became stuck in the mitral valve. When the physician attempted to free the catheter, it was reported that the distal tip came off. The physician reported that he had to pull "quite hard" on the device to get the catheter free. It was reported that the tip was assumed to be left in the pt. It was not confirmed if the tip was left in the pt. No pt injury was reported.